Event description:
The event reported on (B)(6) 2021 involving pentax endoscope model ec38-i10l and serial number (B)(4) with the description of up/ down angulation loose as well as stating deflection knob is loose.

Manufacturer narrative:
The endoscope was inspected by pentax medical service and the technician confirmed the angulation knob was loose. The technician documented the following inspection findings: up/down angulation knob play, up angulation decreased, failed wet leak test, failed dry leak test. The scope was cleaned and disinfected, angulation was adjusted and the video image calibrated. This device has been since put back into service. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: according to the service information, in addition to loosening, there is also water intrusion, etc., and it is in a deteriorated state. It is presumed that the bending function deteriorated due to the wire stretching due to repeated use.